Event description:
The patient developed a hypertrophic scar after a portrait procedure. The physician stated it was caused by post-treatment care, but information is not available to determine the cause.

Manufacturer narrative:
Physician reported to rhytec at a trade show that a patient had developed hypertrophic scar. The physician's determination was that it was not caused by the treatment or the machine and that post care caused the scar.